Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there a hole, tear or puncture in the primary packaging? Was the outer box packaging damaged? Please explain how the sterility was compromised? Do you have a photo of the packaging that was compromised ? Was the box damaged in transit? Was the ampoule broken in the same location as the puncture in the packaging? Will the packaging be returned for analysis? Will the product be returned for analysis?

Event description:
It was reported that the box or primary foil was damaged and the ampoule was broken. There was no patient consequence.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Product complaint # pc-(B)(4). Actual and representative samples were returned for analysis. The analysis results found that the box was returned with out damages in the external box. Upon visual inspection, the 12 packages inside of the box were reviewed and upon the evaluation 1 individual package was found with the ampoule to be broken. In addition no issues related with holes that compromise the integrity of the tyvek and blister were found in the package. Due to the damages found in the ampoule, a possible cause for these conditions is due to improper handling during transit or storage.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information was requested and the following was obtained: was there a hole, tear or puncture in the primary packaging? Unknown was the outer box packaging damaged? Unknown. Please explain how the sterility was compromised? Unknown. Do you have a photo of the packaging that was compromised? Unknown. Was the box damaged in transit? Unknown. Was the ampoule broken in the same location as the puncture in the packaging? Unknown. Will the packaging be returned for analysis? Yes. Will the product be returned for analysis? Yes.